Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> liner breakage post-op. The patient called us and claimed who underwent hip replacement surgery in (B)(6) 2021, and was reexamined per hospital's requirements. The reexamination showed no problem at that time. On (B)(6) 2022, the reexamination found spots. The x-ray showed about 20 spots of suspected objects around the implant. The hospital informed that this was normal and fine. On (B)(6) 2024, the patient felt uncomfortable, and CT indicated that liner was breakage. So far didn't conduct the secondary procedure. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment image3, image4, image5, second procedure picture1, second procedure picture2. The x-ray and photo investigation revealed that the ea delta cer insert 36idx52od was fractured in multiple pieces, the fractured fragments can be observed on the provided evidence. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contributed to the complained device issue. Based on the investigation findings, the potential cause is not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Device history review ==> a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 9798171 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: confirmed with sales rep via phone, second procedure was performed on (B)(6) 2024, replaced the breakage liner and worn head. The patient is now in good condition.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Liner breakage post-op. The patient called us and claimed who underwent hip replacement surgery in (B)(6) 2021, and was reexamined per hospital's requirements. The reexamination showed no problem at that time. On (B)(6) 2022, the reexamination found spots. The x-ray showed about 20 spots of suspected objects around the implant. The hospital informed that this was normal and fine. On (B)(6) 2024, the patient felt uncomfortable, and CT indicated that liner was breakage. So far didn't conduct the secondary procedure.